Manufacturer narrative:
(B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, it was reported by the patient that infusion set ripped out. It was reported that patient faced leakage in the infusion set site. The event was occurred within four day of insertion. No further information was available.